Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed the locking "ears" are worn. Therefore, the reported condition was confirmed. An assessment was performed on the device which found that the device was heating up fast and made an unusual noise. It was determined that this was due to a broken drive shaft which was indicative of applying extreme force while in use. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified procedure in a cadaver laboratory, it was observed that the locking "ears" of the motor device were worn. During in-house engineering evaluation, it was discovered that the motor device was heating up quickly and an unusual noise. There were no delays as a spare device was available for use. There was no patient involvement reported as the device was used in a cadaver laboratory. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.